Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All edms devices are 100% leak tested at the time of manufacture. The event date is an approximation.

Event description:
It was reported to medtronic neurosurgery that when changing the drainage bag on the device, the luer lock cracked and was unable to removed properly. According to the report, the device had to be replaced. Reportedly, there was no harm to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.